Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned spectrum smart cable and could not confirm the reported image issues. The spectrum smart cable was connected to known, good, test equipment and the video image was normal. The camera image quality test was performed and passed. The technical service representative did note visible damage and corrosion on pins in the connector which could have caused the "intermittent image" failure not detected during testing. Since the customer was already provided a glidescope spectrum smart cable, the returned smart cable was scrapped as the spectrum smart cable is not repairable. No further investigation is required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states: "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the connector. The glidescope video laryngoscopes omm also notes "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was a "no image / intermittent image" and sometimes an odd "bright image". An error message intermittently appeared on screen to "connect a cable". The customer's biomed confirmed the reported image issues and isolated the issues to the spectrum smart cable. The biomed noted that some of the pins, in the connector which plugs into the blade, appear to be damaged. The biomed also stated that there was a bulge in the cable near the connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.